Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. Concomitant medical products: 310c27 valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a decrease in sensitivity and t-wave oversensing (twos) noted on stored non-sustained tachycardia (nst) episodes. The lead has sensing integrity counter (sic). The lead was reprogrammed and continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.